Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/26/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in two pieces. Visual inspection at 10x microscope magnification showed residue of what appears to be ophthalmic viscoelastic (ovd) on the lens surface. One of the haptics was observed detached; the detached piece was not retuned. The lens is torn. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Unknown if the lens was implanted and unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke during insertion into the eye. Patient contact was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was not fully inserted into the patient's eye and it was taken out during the same surgical procedure. No incision enlargement, no vitrectomy was performed and no sutures were used. Another lens with the same model and diopter size was implanted as a replacement. The patient was reported being fine post surgery, no complication. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.